Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced a skin reaction. The date of issue is an approximation. The sensor was inserted into the upper arm on (B)(6) 2017. The reaction was described as an itchy rash and had scarring. It was indicated that the skin reaction was treated with flonase and neosporin. The patient's mother contacted the patient's physician over the phone. The nurse sent an IV 3000 dressing to try with the next sensor application. The date that the mother contacted the patient's physician is unknown. No additional event or patient information is available. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.